Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a cgm accuracy issue. The residential nurse for the patient called to report the patient was transported to the emergency room (ER) via ambulance around 8am while unconscious. The patient was also wearing an omnipod insulin pump. The reporter was not the attending nurse when the event occurred, therefore, she was unaware of the patient¿s cgm or bg meter values or treatment details prior to the patient going to the emergency room (ER). At the ER, the patient¿s bg meter reading was 536 mg/dl while the cgm was reading 145 mg/dl. The patient was diagnosed with dka and treated with an IV insulin drip. It was not specified when during the event the patient regained consciousness. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4- additional information. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information needed.